Manufacturer narrative:
Updated information: d1, d4 brand name and catalog number update from 14fr introducer to 7fr introducer .(unknown product name). D2a common device name updated. D2b procode updated. H6 med dev prob code changed to a150206.

Event description:
The complainant reported that an impella cp was implanted via percutaneous right femoral artery. The companion sheath dilator was unable to advance into the sheath. The 7 french companion sheath tip appeared narrowed and would not allow the dilator to be advanced into the sheath. The procedure was successful with another device. There was no harm and the patient's outcome at explant was survived.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.